Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (ltni) patient results were obtained on a dimension xpand plus with hm system. Siemens is investigating the event.

Event description:
Discordant, elevated cardiac troponin I (ltni) results were obtained on patient samples on a dimension xpand plus with hm system. The discrepant result was reported to the physician and was questioned. One sample was repeated on the same instrument the next day and lower results were obtained, considered correct and reported. Two samples were repeated on an alternate unknown non-siemens instrument at an alternate site and lower results were obtained, considered correct and reported. Corrected reports were issued. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ltni results.

Manufacturer narrative:
MDR 2517506-2020-00174 was filed on 04-jun-2020. Additional information (17-jun-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (ltni) results. Hsc evaluated the information provided and the instrument data files. Siemens service was dispatched and performed instrument maintenance including but not limited to replacing the following: hm mixer, all windows, some filters and reagent 1 tubing. The maintenance that was performed was consistent with the issues noticed in the review of the instrument data. The data showed that there were issues with contamination as well as chrome mixing, most of which were addressed by the local service maintenance on 14-may-2020. Evidence of contamination was present in the instrument data. A decontamination was done and instrument mixers were replaced again. After this maintenance was performed there were no more discrepant results for ltni reported by the customer. No product problem was identified. The instrument is operational. The cause of the event is contamination related to maintenance. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.